Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level after going on a long walk. Carbohydrates were consumed to address bg levels. Subsequently, customer experienced an elevated bg level of 497 (mg/dl) due to not delivering a bolus to address the food consumed. Customer then delivered a correction bolus with the pump. At the time event was reported, customer's bg levels began to decrease. Recommendation was made to consult with their health care provider to discuss diabetes management.